Event description:
It was reported that the sheath valve leaked blood and bubbles were observed during aspiration. During a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive sheath was used. About midway through the procedure the sheath valve began to leak blood. During aspiration when inserting a mapping catheter into the sheath air bubbles were observed continuously. The bubbles were coming out of the side port and not advancing through the sheath. The sheath was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.